Event description:
It was reported that a blade tip broke off into the maxillary sinus of a patient. It is stated, the fragment was retrieved by the surgeon; there was no delay in the procedure. There is no patient information available.

Manufacturer narrative:
(B)(4). Analysis by quality engineer- sample was returned with the original inner pouch and labeling identifying the sample as item # 1884016hr rad® 60 blade 4mm, from lot # h8176281. The tip of the outer blade was completely broken off. When observed with the unaided eye, the blade appeared very clean, and unused other than the obvious damage. Under 20x magnification, there was a small amount of bone and bio- debris present, especially in and around the teeth of the blade and spiral wrap dovetails. The spiral wrap of the outer blade was unwound slightly at the first wrap and completely broke off at the second wrap. The spiral wrap of the inner blade was slightly distended. (The spiral wrap of the inner blade does not have a dovetail design.) The customer has taken pictures and included these in the communications section. This failure mode is suspected to be a compromise of the spiral wrap's integrity during surgical procedures where significant stress is imparted to the wrap(s) by pulling the bur or blade in the axial, distal direction as might occur during the shaping of bone. Most likely root cause is excess forces placed on the blade in the axial direction during the shaping of bone. Results: this product is used for treatment not diagnosis. Description: a variety of disposable blades and burs are available and designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. Sinus indications include septoplasty, removal of septal spurs, polypectomy, antrostomy, ethmoidectomy/sphenoethmoidectomy, frontal sinus trephination and irrigation, frontal sinus drill out, endoscopic dcr, trans-sphenoidal procedures, maxillary sinus polypectomy, circumferential maxillary antrostomy, choanal atresia, sphenoidectomy, and medial, lateral, and posterior frontal sinusotomy. Nasopharyngeal/laryngeal indications include adenoidectomy, tracheal procedures, laryngeal polypectomy, laryngeal lesion debulking, tonsillectomy, tonsillotomy for obstructive tonsillar disease, removal of endobronchial lesions and surgical management of recurrent respiratory papillomatosis (rrp). Head and neck (ent) indications include soft tissue shaving, rhinoplasty (narrowing of the bony vault and revision of the bony pyramid), removal and shaping of bone during rhinoplasty procedures, removal of adipose tissue (lipo debridement) in the maxillary and mandibular regions of the face, removal of acoustic IFU - excessive pressure applied to burs and blades may cause burs and blades to fracture. Should a bur/blade fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur/blade are retrieved and removed from the patient. Unremoved bur/blade fragments may cause tissue damage to the patient. Do not use bur/blade above the speed indicated on the bur/blade label.